Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that his insulin pump went blank when he woke up this morning; the patient went scuba diving and the insulin pump may have gotten wet from his clothes. The patient's blood glucose at the time of incident was 157 mg/dl. There were no notable alarms that occurred after the moisture exposure. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump passed functional testing, including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. The pump was received with normal operating currents and no unexpected off no power or low battery alarm or blank display was noted. The pump was received with a corroded battery cap contact and a corroded battery tube. All the buttons functioned properly and no moisture damage on the keypad traces, electronic assembly or motor was noted.